Event description:
It was reported that patient presented to clinic with shortness of breath. No communication could be established with the ICD with the rf wand. The ICD could be interrogated by just using an inductive wand and reprogramming was done to increase the pacing rate to alleviate the patient symptoms. Device was later explanted and returned for analysis. Premature battery depletion was suspected.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory and was due to a depleted battery. Based on the available parameter and usage information a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.